Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the callers parent that they experienced low blood glucose, with blood glucose of 48 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The caller stated that a trainer mentioned that there is an issue with a pump button. The caller believes the pump was over delivering as the customer's blood glucose continued to drop when the customer was disconnected. Troubleshooting was completed but did not resolve the issue. The caller also reported an issue with sensor and transmitter connection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. Device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.